Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported the on and off button on the maintenance unit was broken and had wires exposed. The customer reported this issue was found during reprocessing. No patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated. Based on the results of the investigation, the suggested event was confirmed. The probable cause of the event was determined as due to protection cover of power switch which was damaged and the inside of it was exposed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.